Event description:
The complaint is reported as: during an intubation attempt the pilot balloon of the endotracheal tube failed to inflate resulting in an extubation and second attempt at intubation. The pt was reintubated without any issues. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation, therefore, the complaint could not be confirmed. Manufacturer will continue to monitor and trend related complaints.